Event description:
It was reported that devices were used during a laparoscopic cholecystectomy. The inner gasket of disposable trocar, dislodged and fell into the patient's abdomen. Another device was used to complete the case. The devices were discarded.